Event description:
It was reported that the patient passed away during the implant procedure. The patient had a history of dilated cardiomyopathy, atri oventricular block with hyperkalemia, left bundle branch block, low left ventricular ejection fraction (35-40%), left bundle branch block (lbbb), complete atrioventricular block (cavb) with indication for crtd implant, and acute kidney injury on chronic kidney disease with corrected hyperkalemia. Experienced multiple complications. During the implant procedure isuprel was administered. The patient had a complete atrioventricular block with ventricular escape at 59 bpm. Venous access with no issues to report. The rv lead was implanted. It was noted that the first attempt to implant the right ventricular lead, high impedance (>1400 ohms) was observed, with a threshold of 1v at 0.4 ms and r waves between 3 and 7 mv. The physician repositioned the right ventricular lead, resulting in impedance around 600 ohms, 0.75v at 0.4 ms, and 11 mv r wave amplitude. The right atrial lead was implanted with all parameters within range. Coronary sinus cannulation and venogram were performed without issue. The left ventricular lead implant could not be pursued due to patient agitation, and desaturation was noted, leading to interruption of the procedure. Intubation was performed, after which a blood pressure drop occurred, requiring cardiac massage. Tamponade from perforation was identified and drained, with the presence of clots confirmed via echography. Despite resolving the effusion, asystole occurred, and resuscitation maneuvers were stopped after 45 minutes..

Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date: (B)(6) 2025, explant date: (B)(6) 2025 ; 479888 lead implant date: (B)(6) 2025, explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.